Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a full electrical reset. It was noted that the device had reached elective replacement indicator (eri). It was further reported that the right ventricular (rv) lead exhibited high outputs which contributed to the device reaching eri. The ipg was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned for analysis and performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.